Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information is provided.

Event description:
The customer reported that the system had poor fluoroscopic image quality. No patient injury was reported.